Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a veterinary convenience ovariectomy of a cat, suture dehiscence caused a hernia, t hat needed a second surgery to be fixed. It also required a second stay at the veterinary hospital, and caused an extension of surgery time of more than 30 minutes.